Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda and difficult imaging were due to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation. It was reported a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, mitral annulus calcification (mac), and a rotated heart. It was noted that due to patient anatomy, imaging was challenging. An ntw clip was inserted and deployed on the mitral valve. However, after deployment, it was observed the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was implanted in order to stabilize the first clip. Mr was reduced to 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.